Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted:(B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was not working and needs to be replaced. The device remains in use. No patient complications have been reported as a result of this event.